Event description:
During a laparoscopic gastric bypass procedure, the instrumet did not staple or cut correctly. It only partially cut and did not form staples. The case was completed using a like device. The physician provided for hemostasis at the staple line using electrocautery. There was no pt consequence.